Event description:
Unable to see evidence ot atrial undersensing. Evidence ot af termination with appropriate mode switch. There is far field r wave sensing. Agree that atrial sensitivity need reviewing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).